Event description:
Patient reported obtaining a blood glucose result of 198 mg/dl, while using the suspect device. Patient noted that no action was taken based on this result. Patient indicated that, 3 hours later, he awakened experiencing symptoms of hypoglycemia (sweating). Based on symptoms, patient phoned emergency medical services for assistance. An unspecified time later, paramedics arrived and retested patient's blood glucose, using the suspect device, and obtained a result of 198 mg/dl. Patient was reportedly treated with 2 tubes of glucose and was subsequently transported, by paramedics, to the hospital. Patient indicated that, at the hospital, blood glucose measured 26 mg/dl on a hospital device. Twenty-five minutes later, patient's blood glucose was retested, on a hospital device, with a result of 38 mg/dl. No additional treatment was received and patient was released shortly thereafter. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.